Event description:
It was reported that the blocker fractured during initial implantation; surgeon noticed upon final tightening; a surgical delay was noted. No adverse consequence was reported and the surgery was completed successfully.

Manufacturer narrative:
Method: device history review;results: the product was not returned and the lot number was not provided, therefore the manufacturing history could not be reviewed.conclusion: without the returned product and the identified lot number, a likely root cause could not be determined for the reported event.

Event description:
It was reported that the blocker fractured during initial implantation; surgeon noticed upon final tightening; a surgical delay was noted. No adverse consequence was reported and the surgery was completed successfully.